Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness and/or headache. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness and/or headache. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were observed. There was one error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
Additional information received on 06/18/2024, following fields has been updated in this report. In box e: reporter phone and reporter email has been updated.